Event description:
It was reported that the connector pins broke off each of the desktop chargers (dtc). Caller said they had to remove the connector pins from the rechargers with tweezers. Caller said both rechargers (insr) couldn't charge up from dtcs because of this and both insrs were dead, screens were blank/non-responsive. The patient hasn't been able to charge ins for about 2 days so caller was worried ins battery was low. The patient doesn't have a patient programmer to check ins battery level. Caller requested one of the insrs be replaced along with the dtcs so patient would be able to charge right away (if replacement dtcs didn't resolve the issue of both insrs not charging from dtc as well). An email was sent to the repair department to replace 2 dtcs and 1 insr. No symptoms were reported. Additional information was received from the patient's representative. The replacement recharger was not charging either of the patient's implants. Further troubleshooting could not be completed because the caller did not have any of the recharging equipment with them. It was reported that the manufacturer's representative (rep) reports the dbs pediatric dystonia patient's replacement insr that was sent is unable to connect to the ins. The rep said the patient controller connects fine to the ins, and the ins is not over-discharged. The rep said the first insr will not hold a charge and it only works if the dtc is connected to it. The second insr will not connect to the ins. The replacement insr will not connect to the ins. Technical services (ts) sent email to repair to request two replacement insrs. Additional information was received from the manufacturer representative (rep) who called regarding insr recharger issues. Patient (pt) did not currently have a working insr. Technical services (ts) asked and rep said all the issues were previously reported. Technical services (ts) had rep move antennas around to try and get a working insr. Rep was able to get 2 working insrs. The following issues were reported today: a recharger showing 375 error code, issue resolved with different antenna. Another recharger with no coupling bars, issue resolved with different antenna. Another recharger showing 376 error code and insr won't hold a charge. Another recharger never moves beyond initial connection screen resetting device did not resolve the issue. A replacement recharger antenna and dtc will be mailed to the patient. No symptoms were reported. Rep called back and ts gave him information to get wireless recharger for the patient.

Manufacturer narrative:
Continuation of d10: product ID 37761 ,serial# (B)(6), product type recharger. Product ID 37761 , serial# (B)(6), product type recharger. Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Product ID: 37761, serial/lot #: (B)(6). Analysis of the charger (B)(6) revealed that the connector pin was broken. Analysis of the charger (B)(6) revealed that the connector pin was bent. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.